Manufacturer narrative:
The soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to a not confirmable e8 error message. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the check button on the patient's infusion device was not functioning. The device displayed e8 (power interrupt), but was unable to clear the error due to the button not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.